Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device under a microscope and identified the top center section was cracked. The complaint device cannot be tested and attached to a scope due to the separation and crack. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, upon removal of the endoscope from the patient at the end of a therapeutic ercp, the distal cover fell off of the endoscope and into the patient's mouth. There was an unspecified delay in the procedure when it was identified the distal cover was missing, anesthesia was delayed and a gastroscope was prepared to retrieve the distal cover. Upon insertion of the gastroscope into the patient, the distal cover was identified in the patient's mouth. The distal cover was retrieved with the surgeon's fingers. The distal covered was retrieved with no issues to the patient. The intended procedure had been completed. The customer reported no anti-fog agents or chemicals were used or applied to the scope or distal cover. The distal cover and endoscope were inspected prior to use and no issues were identified. After attaching the distal cover to the endoscope, the distal cover was inspected and no issues were observed. The distal cover was visually and manually inspected to confirm the connection to the endoscope was secure. This event includes 2 reports. (B)(6) - maj-2315, lot h1y09. (B)(6) - tjf-q190v, serial unknown.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. -the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. Complaint history review: a similar complaint from another facility was patient identifier c22330490. There was no similar complaint at the same facility. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the tip cover falling off was caused by the following: 1. The distal cover may have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover broke and fell off the scope. 2. The cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover has passed over the hook of the distal ring. Additional observations made and information obtained during the demonstration are as follows: it was verified that the user pressed on top of the cover; however, she used her index finger instead of thumb finger. The user stated ¿there was no particular reason¿ why she chose to use her index finger. The user stated that she feels the ¿tightness of the cover¿ and a little ¿uncomfortableness¿ in pushing the cover all the way. The user states that she doesn¿t ask the doctor to check that the cover is securely attached. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility uses care when attaching the distal cover, so that it does not crack. During the interview, the user did not carefully review and follow the instructions for use (IFU). The facility stated that they don¿t use the IFU for education but perform verbal education instead. However, the facility had in-service training conducted by olympus after the reported distal cover detachment incident. The IFU manual is reportedly stored in a location on the unit where everyone can access it when necessary. The facility did complain about the IFU manual itself stating that there are ¿so many steps.¿ training and continuous education for the staff (responsible for attaching the distal cover) is conducted by the facility. Per the facility, continuous education is conducted in-house because all staff received in-service training already by olympus, and the method itself for attaching the cover is described as ¿easy.¿ the following additional information was obtained during the interview: the incident (detachment of distal cover) has occurred only once. The facility stated that tightness was felt when pushing the cover all the way. However, the method of the distal cover attachment is not difficult for everyone to attach the cover. Boston scientific¿s bite block, blox with dental retention rim (60fr, ref#: sbt-546, manufactured by boston scientific) is used. The distal cover sterilization packs are removed from the product carton and are stored in procedure (ercp) rooms. The excess stock of the distal covers is stored inside the product carton and stored in a storage room. Although it was reported that the distal covers are not inspected before attachment to the endoscope, the facility states that there have been no distal cover defect or damages noted before attaching it. This supplemental report also includes a correction to h7 and h9 to include information that was inadvertently not included in the previous submission.